Event description:
Discordant creatinine (crea), glucose (glu), aspartate aminotransferase (ast), alanine transaminase (alti), urea nitrogen (bun), total protein (tp), antistreptolysin o (asl), c-reactive protein (crp), and ferritin (fer) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned the results. The sample was then rerun on the same instrument and an alternate instrument. The sample was also repeated in duplicate for fer on the initial instrument. The rerun results from the alternate instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant crea, glu, ast, alti, bun, tp, asl, crp, and fer results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The cause of the discordant crea, glu, ast, alti, bun, tp, asl, crp, and fer on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.